Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, per report the cause for the aortic dissection is related to a combination of patient factors (severe as, small aortic valve area [0.4], mean gradient of 90-100mmhg, bicuspid valve, high calcium load and a dilated ascending aorta). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, after deployment of a 26mm sapien 3 valve in the aortic position an aortic dissection in the ascending aorta at the level of the stj occurred. The dissection required surgical repair. Of last communication, the patient was still unconscious in cardiovascular intensive care unit, awaiting neurological recovery. There was no clinical stroke observed. Per report, the cause of the aortic dissection was a combination of severe as (ava 0.4), mean gradient of 90-100mmhg, bicuspid valve, high calcium load and a dilated ascending aorta.

Manufacturer narrative:
Updated information confirmed that surgical intervention was performed and the sapien 3 valve was explanted.

Manufacturer narrative:
Reference CAPA-20-00141.